Event description:
It was reported that the patient experienced a loss of therapeutic effect stimulation was not as effective after the stimulator was replaced. Prior to replacement and intraoperatively during the replacement the impedance readings were fine. At the time of the report, there was impedance readings >4000 ohms on some bipolar pairs. An open circuit was showing on 0-3 contacts, pair 2-3 was the only pair with normal impedances at 843 ohms. All other pairs were running high at 2000-3030 ohms. Reprogramming was attempted, but the patient only got a light sensation of stimulation, even with the 2-3 combination. No patient treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.